Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were above 400 mg/dl while wearing the pod between 36 and 48 hours. The pod fell off the infusion site (abdomen), causing it to dislodge. Symptom included vomiting. The patient was treated with an intravenous fluids, insulin drip, potassium and sodium. The patient was released after 2 days.